Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 55 y/o male patient admitted for stemi with cardiac arrest patient obtained rosc and had cp placed. Patient had hematoma when cp in place in ICU with high act using manual pressure. On the second day the patient had high purge pressure and received the off label use of tpa in the purge. The patient had a complicated course with use of va ECMO and was escalated from cp to 5.5.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in h6 (health effect - clinical code). Upon review, it was identified that the code no signs symptoms or patient involvement was updated to hematoma. Additional information was provided in h6 (health effect - impact code). Upon review, it was identified that the code change in therapeutic response has bee added to this report. Additional information was provided in h6 (medical device problem code). Upon review, it was identified that the code access site adverse event has bee added to this report.